Event description:
During preparation for use, the balloon was unable to inflate. The patient was already prepped, however the procedure was aborted since no other devices were available for use

Manufacturer narrative:
The patient''s age at time of event or dob and weight are unknown. The facility declined to provide this information. The user selected an over-sized guide wire and an under-sized guide catheter. This likely restricted the balloon from being able to inflate. This is being reported as ¿hospitalization/prolonged procedure¿ due to the fact that no other devices were available for use at the time of this procedure. Patient information regarding relevant tests, laboratory data, or medical history are unknown. This information was not available from the facility. Report source: (B)(6). 510(k) is n/a. This device is only sold in (B)(4). The angiosculpt device was not returned, thus no product evaluation performed. The user inappropriately used a 0.035" guide wire and a 5f guide catheter. The product label indicates the angiosculpt is compatible with a 0.018" maximum od guide wire and a minimum 7f guide catheter.